Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a barcode scanner malfunction occurred, and multiple cubies were not detected on the bus. The customer reported that the scanner was not functioning and that several cubies on main drawer 2.2 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) reached out to the customer to investigate the issue. The customer was not provided any additional information and confirmed that the reported issue was resolved. The system functioned as intended after customer resolved the issue.